Event description:
A health care professional (hcp) reported that a user had received an electric shock while operating the plex elite 9000 power table. The user was examined by local medical professionals and it was reported that the user had not been injured. A photo has been provided to the manufacturer showing damaged insulation on a wire in the enclosure of the power table's up/down switch.

Manufacturer narrative:
All affected devices have been corrected and recall terminated by FDA descriptions of changes: field g1-2: updated to "contact office", field g7: updated to "follow-up #: 1", field h2: updated to "correction", "device evaluation", field h3: updated "yes" and "evaluation summary attached", field h6: added health effect - impact code to "2199". Added component code "473". Added type of investigation '10'. Updated investigation findings code to "120", "144", "3257". Updated conclusion code to "12". Field h9: added recall event# 83229, field h10: added additional manufacturer narrative and descriptions of changes.